Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise in the primary vector, so it was reprogrammed to the secondary vector. Later, there was a stored treated episode where an inappropriate shock was delivered. Technical services (ts) recommended reprogramming back to the primary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.